Manufacturer narrative:
In the initial MDR report, the incorrect device manufacture date of ''10/25/2012'' was entered. The correct device manufacture date should be 5/24/2012. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss found block in the handpiece, therefore, he cleaned it, which rectified that problem. The second issue found was that the tubing was too old, so fss replaced it with a new tubing and completed the vacuum calibration. Fss checked the performance and it was within specification. Fss asked the customer to get 50cc syringe for fleshing the handpiece. The system was found working fine. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported of no vacuum in the middle of the surgery with the sovereign compact console. The customer re-cycled the power and it worked. There was no patient injury reported and no patient treatments delayed or cancelled.